Event description:
The pack of three povidone-iodine swab sticks that are always included and usually saturated with povidone iodine, were completely dry in this straight catheter kit. The straight catheter package was not opened and the package for the iodine was also not opened at all until use. The patient that the catheter was to be used for was not affected, but a new kit had to be used as I had to break sterility to get a new kit with iodine to clean the patient. I could also have just gotten iodine or betadine to clean but we do not have those routinely stocked in rooms so in order to minimize the time gathering supplies, I used another kit that was already present. Otherwise the rest of the kit had all expected components.